Event description:
A report was received that the patient was experiencing pocket discomfort. The patient experiences pocket pain whether the stimulation is on or off. The physician has elected to explant the scs system.